Event description:
The customer reported that prior to a da vinci s surgical procedure, during set up, the maryland bipolar forceps instrument had bent posts. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument cautery port is bent was confirmed. For clarification, instrument grip tips are found bent. Evidence not conclusive but damage likely due to mishandling. Additional observation found frayed pitch cable at distal clevis hub. No damage was found at the clevis. Frayed segment is approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.